Manufacturer narrative:
.

Event description:
New information received indicates that after adjusting the atrial sensitivity there was evidence of intermittent atrial undersensing. Ts provided programming recommendations/guidance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of high rate counts. An analysis of the device¿s memory confirmed that the high rate counts were a result of ventricular farfield oversensing which is falling into the refractory period. Boston scientific technical services (ts) recommended reprogramming the device¿s sensitivity settings. Analysis also noted a signal on the right ventricular (rv) channel occurring every two seconds. This signal is the autolead detect pulse which is delivered until such time as an in-range impedance measurement can be obtained. The rv port on this device is plugged and not in use. Ts recommended programming options to mitigate this. Finally there was evidence of small deflections occurring every 50 ms that appears to be the minute ventilation sensor. No adverse patient effects were reported. The device remains in service.